Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep. Said pt fell on 05-nov directly on pocket site and noticed there was cut on their body and the ins casing was exposed. Pt was stitched up, but was afraid to charge ins due to lack of knowledge about if the ipg or leads were damaged. Mdt rep. Said hcp was going to perform x-ray. Tss and mdt rep. Discussed running impedance test and charging the ipg as well as expected ipg function.

Manufacturer narrative:
H1: a correction was made to reflect the most accurate event type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient did not indicate any issue with therapy. Pt said she successfully charged on (B)(6) 2024 but did not turn the stim on. Met pt at managing physicians' office and ran impedance check. All impedances were within range. Reprogrammed patient and she was happy with coverage. Pt said she tripped over her sister¿s. CT was done but the radiology office did not send the images. On (B)(6) 2024, rep met with patient at her managing physicians' office and ran and impedance check which showed impedance¿s all within range. Reprogrammed patient and patient was happy with therapy. Provider requested CT images be sent to the office is considering getting x-ray images of battery site and lead placement but has not put in the order yet. Patient is happy with therapy at this point. Information was confirmed with hcp.